Event description:
Patient undergoing a laparoscopic supracervical hysterectomy. A tenaculum was inserted through the cervical os and attached to the anterior lip of the cervix. The tip broke off when the tenaculum was removed. The broken piece of the tenaculum was removed. The laparoscopy was then begun. Procedure completed without further incident. Patient taken to recovery in satisfactory condition.